Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient doesn¿t feel that their stimulation is working properly. The patient reported that they will be sitting in the upright position and they¿ll feel the stimulation ramp up until it gets uncomfortable and then stop. The patient reported that they were able to catch it with the controller once and it showed something like ¿can¿t provide the level of stimulation asked for.¿ it was noted that patient has adaptive stimulation enabled. No further complications are anticipated.